Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) during an atrial tachy response (atr) episode. Technical services (ts) is to review the reports. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that ts reviewed the reports and stated that there was possible loc. Ts stated that it is possible that the questioned loc beats could be fusion beats. Ts also noted that the lead also exhibited increased capture thresholds. Ts suggested troubleshooting actions. The lead remains in use. No adverse patient effects were reported.